Manufacturer narrative:
The device was not returned for evaluation. The DHR (device history record) and CAPA (corrective and preventative actions) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot-specific issue. A query of the complaint handling system for the reported lot was performed and revealed no other incident reported for material separation, unintended electrical shock, failure to power up, and failure to follow steps/instructions. A review of the complaint indicated that the complaint was likely related to the user not following steps/instructions. Based on the review of the lot history record and query of the complaint handling database, there is no indication of a product quality issue impacting the device that contributed to the reported issues. Factors that may contribute to material separation, unintended electrical shock, and failure to power up include but are not limited to user error - does not realize tsc is not connected appropriately, incorrectly positioned tsc, table movement disconnects the device. In this case, the connector was not attached firmly by the user external to the system.

Event description:
It was reported that there was no power on the tsc (tableside controller) of the optis integrated system (sn (B)(6). There was no patient involvement. The plug / power source for the tsc was partially plugged in to the outlet. Wires were exposed as the housing (exterior) of the power source was separated from the power source. The nurse was aware of the exposed power supply on the tsc, but still attempted to push it all the way into the outlet. As he went to push the plug in, he felt a slight, static shock and he fell back from a squatted position. The nurse went to the emergency room and he was cleared to return to work 30 minutes later. He has no issues. The housing was later found in another location apart from the power supply in the cath lab by the sales rep. The customer reports that this is a poor design from abbott as it easily breaks. It is only a two prong plug, rather than a three prong plug. The power adapter that caused the shock is not the power adapter or cord supplied with the tsc by abbott. The protective housing on the non-abbott power adapter had been removed and it is unknown how it was removed. Although the power adapter that caused the shock was a non-abbott component, abbott is conservatively filing this MDR on the tsc since the non-abbott power adapter was connected to the tsc when the nurse was shocked by the non-abbott power adapter. Two user facility medwatch reports were received, with identical event descriptions. User facility medwatch report received that states, "abbott optis oct tableside controller in two of our cath labs were discovered inoperable. This was discovered after a staff member was shocked while moving the equipment. The system cable connects to a usb to 2 prong 120 outlet plug adapter. This adapter is a very poor design and is a failure point, as you can see in the attached pictures. At this time, these controllers have been removed from the cath labs and will not be reinstalled until abbott provides a better solution. Design concerns: 2 prong plug instead of 3 prong (no ground); cheap, easily breakable adapter and prongs. Housing is easily breakable resulting in exposed circuit. Proximal end of the cable frequently breaks due to the angled connection to the handle. " no additional information was provided.

Manufacturer narrative:
2017 device code clarifier- failure to follow steps / instructions (use of a non-abbott power adapter) manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment: user facility medwatch report (x2) - mw5151329, mw5151330.